Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced front cover, rear case, tube drivearm, carriage block assmebly, large claw, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, actuator knob, and lower housing. Performed calibration. A review of the device history record for sn 14452648 was performed from the date of manufacture (B)(6) 2015 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to a mechanical failure of the housing.

Event description:
It was reported that the device had a plunger failure. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 08/11/2015 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had a plunger failure. No patient involvement was noted.